Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an alarm occurred during the use of the equipment, indicating insufficient negative pressure. The iabp was immediately replaced to continue therapy. No personal injury occurred.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields: h11. A getinge field service engineer (fse) evaluated the unit and drive valve group made an abnormal sound, and the air leakage was serious. The fse replaced the drive valve group and the equipment function returned to normal. All functional tests of the equipment were carried out according to factory requirements. The failure analysis and testing dept. Received part with a reported unit failure of an abnormal sound and leaking. The fat performed a visual inspection and found the part to have loose fittings and when moved there was a sound of something clanking inside the solenoids. This would indicate a faulty part and confirm the abnormal noise during operation. Root cause is not able to be defined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The most probable root cause for the reported is excessive noise due to component reliability.

Event description:
N/a.